Manufacturer narrative:
The procedure was coil embolization of cavernous sinus dual avf that was mildly tortuous with unknown calcification. While placing the 4th coil (orbit galaxy tight distal loop complex fill coil (B)(4)) using a microcatheter (transit, details unknown), when 10cm of the coil was coiled in the target aneurysm, it got stuck. While carefully manipulating the coil into the target aneurysm and taking it in and out for several times, the coil prematurely detached. A soutenir (B)(4) was delivered to re-capture the coil, and then the coil was safely retrieved in its entirety. There was no positioning difficulty with the coil. During insertion, no additional torque or force was utilized to advance or remove the coil/delivery system, and there were not kinks in the microcatheter that may have contributed to the event. An adequate continuous heparinized flush was maintained through the microcatheter at all times. The procedure was completed with no other issues. The products will not be returned for evaluation, and no further information is available. A review of the manufacturing documentation associated with lot 15346434 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test as per embolic coil attachment pull test, embolic coil detachment pressure test, and embolic head piece attachment strength pull test. Based on the report that the coil got stuck but was manipulated in and out of the aneurysm several times, it appears that procedural factors may have contributed to the premature detachment. The instructions for use warns to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. The device is not available for analysis and based on the available information the root cause of the reported event cannot be determined. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15346434 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization of cavernous sinus dual avf that was mildly tortuous with unknown calcification. While placing the 4th coil (orbit galaxy tight distal loop complex fill coil 7 x 21-640cf0721/ 15346434) using a microcatheter (transit, details unknown), and when 10cm of the coil was coiled in the target aneurysm, it got stuck. While carefully manipulating the coil into the target aneurysm and taking it in and out for several times, the coil prematurely detached. A soutenir (asahi intecc) was delivered to re-capture the coil, and then the coil was safely retrieved in its entirety. There was no positioning difficulty with the coil. During insertion, no additional torque or force was utilized to advance or remove the coil/delivery system, and there were not kinks in the mc that may have contributed to the event. An adequate continuous heparinized flush was maintained through the mc at all times. The procedure was completed with no other issues. The products will not be returned for evaluation, and no further information was provided.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.